Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience hyperglycemia and insulin pump was under delivering because blood glucose did not in normal rang and customer¿s diabetic specialist nurse said insulin pump was not working. The customer blood glucose level went up to 20 mmol/l, was told to treat with manual injection, blood glucose was 17 mmol/l, treated with insulin pump and went up to over 33 mmol/l, treated with the insulin pump and later treated with the injection and blood glucose went up to 23 mmol/l up to 26 mmol/l at time of incident and current blood glucose level was 18 mmol/l. The customer was assisted with troubleshooting. Customer reports the symptoms related to their high blood glucose such as difficulty breathing, shivering, and heart beating fast. Customer reports insulin pump was not worn during a medical procedure or test around a magnetic image resonance. Customer reports they performed displacement test and test results passed. Customer was able to perform high pressure test at that time. Customer reports they performed the high pressure test and test results passed. The device will not be returned for analysis.